Event description:
It was reported during a trial lead procedure on (B)(6) 2021 the needle was stuck when the physician was trying to place the second lead. The physician pulled the lead out and two electrodes were pulled off and remain in the patient. Surgical intervention may take place at a later date.

Manufacturer narrative:
The reported event of break/material fragmentation was confirmed. As received, the octrode lead was complete with two (2) missing stimulation end electrode. The cause of the reported event is consistent with patient anatomy or implant/explant technic. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue.

Manufacturer narrative:
A case of material fragmentation was reported to abbott. The lead electrodes were sheared off during implantation. Not all leads were returned for evaluation. As a result, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances present that could have contributed to this issue. Based on the information received, the device was in conformance at shipment and a single definitive root cause for the issue encountered was unable to be conclusively determined.